Manufacturer narrative:
B3 date of event is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that they used to charge their implant every 2 weeks and now, they are charging every week since about february. Caller stated that they have not had any reprogramming done in the last 2-3 years. Agent reviewed information. Pt commented that they turn stim off while recharging the ins. The patient was redirected to their healthcare provider to further address charge frequency concerns. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported the battery will not stay charge for more than 7 days. Their device was reprogrammed about 2 years ago and they have not seen the doctor since. No steps have been taken and the patient think their battery is getting weaker. They will need to make an appointment with their doctor.